Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was provided that it had been recommended to the customer to perform a short self-test (sst). However, the asp stated that multiple attempts had been made to contact the customer, but they had not responded to any of them, so the asp was unable to investigate the issue. Additional gfe's were completed to the asp, and they provided that the customer had not completed the sst due to not knowing how to complete the test. The asp stated that it was asked but unknown if further troubleshooting had been completed by the customer to resolve the issue and the customer had not informed the asp if the device issue was resolved or if the device has been returned to service. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that there was low tidal volume. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. It was stated that there was an alarm for low tidal volume. It was advised to check the patient breathing circuit and test the equipment. This investigation is ongoing.